Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Additionally, it was reported that out of range issues occurred between the transmitter. Additional information was no provided. There was no adverse impact to the customer's blood glucose. Reportedly, custom continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.